Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: please clarify when the needle separated from the thread: while in the package or when removing from the package or during use on patient. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported an animal underwent a spay procedure on (B)(6) 2018 and suture was used. The suture separated from the needle with minimal tension. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). An opened box with ten unopened samples of product code (B)(4) lot # lj6971 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of ten samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Sutures were dispensed without problems and examined along of the strands and no defects or damaged were observed. A functional test was performed on the samples and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no suture pull off was found, and the tested samples met the finished good requirements.